Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the patient clearance button was sticking in down position on arm 2. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and the device evaluation is completed. Failure analysis was able to confirm and reproduce the reported complaint. The unit was tested on an in house system and passed normal mode. The unit was inspected and found that the patient clearance buttons were sticking when pressed. The unit was tested on a psc fixture test platform (pftp) and passed direction test, lissajous, chip encoder virtual absolute (cva) characterization, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The spar toggle switch assembly will be replaced as a fix to the reported problem. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a unilateral inguinal hernia procedure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was replaced after the completion of the procedure due to the patient clearance button being stuck in the down position on arm 2. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the intuitive surgical, inc. (Isi) executive sales representative (esr) stated that the patient clearance button was sticking. The esr duplicated the issue while on the phone and confirmed that after you let go of the button the arm keeps moving down or up. The site completed the case with no issues, but would like for the isi field service engineer (fse) to look at the system. The issue was on arm 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system did power on without errors. The procedure was completed robotically with all 4 arms. There was no procedure delays.